Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with two different programmers. With a magnet applied to the device, asynchronous pacing was seen at 50 pulses per minute, indicating that the device had not reached elective replacement indicator. The pulse generator had outlasted its listed longevity, and was explanted and replaced due to the inability to program or interrogate.